Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient while implanted with the left ventricular assist device (lvad) also received a right ventricular assist device (rvad) centrimag. The patient did not wake up and respond appropriately for more than 3 weeks. Neurology was consulted, and test were done. Patient developed acute respiratory failure with worsening hypoxemia, encephalopathy and thalamic infarct, acute kidney injury on chronic kidney disease and on continuous renal replacement therapy (crrt) with fluid overload. Patient also developed anemia with thrombocytopenia, acute hepatic failure, and persistent hyperbilirubinemia of unknown cause. The patient woke up and was able to move appropriate and with slow but gradual improvement in neuro exam. Rvad was removed on (B)(6) 2017. Patients prognosis for recovery to meaningful quality of life was assessed and family wished to transition goals of care to comfort measures only. Palliative care was involved at family requests and vasopressor support was stopped and lvad was disconnected. Patient went asystole and the cause of death was stated to have been cardiogenic shock with multisystem organ failure. No autopsy was performed and the ventricular assist device (vad) remains implanted.